Event description:
Plaintiff reports initial bilateral implantation 9/15/78 with replacement 3/1/79. Plaintiff alleges "injuries as a result of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone.